Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x12mm xience pro referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the proximal left anterior descending artery with heavy tortuosity and 100% stenosis. A 3.0x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was implanted and a distal edge dissection occurred. A 3.0x12 mm xience pro stent was used to cover the dissection; however, a distal edge dissection was observed. A 2.75x38 mm xience prime stent was used to cover the second dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.